Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experiences pain, upon bumping into things, in the implantable pulse generator implant site. Additionally, patient has not charged the device system. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that the system was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.